Manufacturer narrative:
(B)(4). Date sent: 2/22/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number: 24479, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes full diagnostic from the ge department of the hospital, I don¿t know, if it is possible because it is not made by the surgeons. On what date did the implant take place? (B)(6) 2021. On what date did the explant take place? (B)(6) 2021. What is the product code for the linx device that was removed? Lxm13. What is the lot number of the linx device? Lot 24479. When using the linx sizing device what technique was used to determine the size? Lss2 did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No, excluded by diagnostic. How severe was the dysphagia/odynophagia before intervention? Reason for explanation. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Weight lost. Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that a linx device was explanted for persistent dysphagia despite cortisone therapy. At the express request of the patient, the linx was explanted.